Event description:
The customer reported having frequently air bubbles in the reservoir. The caller stated that the cap sitting on the reservoir was crooked. One side sits on top of the reservoir and the other side does not as well the connection was loose. The customer stated that the second o-ring in the reservoir, there is the mold line on the outside of the ring as opposed to the top or bottom which can cause the pressurization. No further information was provided.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed pre-fill. Reservoirs passed per inspection. No air bubbles anomaly was found during analysis. Check o-ring for defects and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.